Event description:
It was reported by service report that the zoom drive/neutral pedal would not allow it to engage into neutral; the bed would not come out of zoom and would not move. No pt involvement or adverse consequences are reported.